Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. The user facility submitted a medwatch report for this event: 2400100000-2020-8030. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a duo-vent clearlink system solution set was spliced leading to a medication (rituximab) leak. This was identified before connecting the line to the patient to begin infusion. Chemotherapy was to be administered along with rituximab. There was no patient involvement. No additional information is available.